Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to prying/leveraging the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/6/2023, it was reported by a sales representative via (B)(4) that an ar-2290 proximal tenodesis implant system obturator broke during insertion. This was discovered during a procedure, and it was completed by opening a new ar-2290 proximal tenodesis. Additional information received on 12/13/2023: this was discovered during a proximal, subpec, and bicep tenodesis procedure on (B)(6) 2023. The case was completed using another ar-2290 proximal tenodesis implant system. The case was delayed when opening the new implant to complete the case; however, additional anesthesia was not needed.